Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
A patient who was enrolled in a clinical study underwent an ion biopsy procedure and developed a self-resolving pneumothorax and also pleural effusion that required chest tube placement and hospitalization. The patient had co-morbid conditions of pleural effusion, hypertension and surgical history of segmentectomy for the lower left lobe. The target lesion was 20.9 x 18.7 x 19.2 mm in size and located in the upper left lobe on the pleura. No device malfunctions was reported from the procedure. The next day, a chest tube was placed for the patient's pre-existing condition of pleural effusion. The patient was discharged home five days later with the pneumothorax resolved. The prolonged hospitalization was reported to be for the patient's pleural effusion.